Manufacturer narrative:
The device was not returned to olympus for evaluation. Inspection observations from the distributor stated that the surface of the bending section cover contained protein crystals that were not removed by cleaning. The distributor noted that coagulation protein adhered to bending section cover. No physical damage to the bending section cover was reported. Additionally, the following findings were noted: due to damage on switch 1, water tightness was lost; light guide lens had a chip; and due to damage on charged coupled device unit, the monitor showed a white screen with no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 year since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly. The root cause of this event was unable to be identified. The event can be detected and prevented in accordance with the following IFU. Detection method is included in operation manual: 3.2 inspection of the endoscope: inspection of the endoscope. Preventive measures are included in reprocessing manual: 1.4 precautions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus an extended function failure (zoom fault) with the gastrointestinal videoscope. The issue was found during preparation for use for a diagnostic endoscopic procedure. The intended procedure was completed using the same subject device. The customer noted there was no delay in the procedure. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign material, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.